Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; rf (radio frequency) head failed uplink functional tests and was not able to interrogate; rf head cable found out of electrical specification. Analysis also found the rf head failed electromagnetic field immunity test. Rf head found damaged. Upper case, lower case, and retainer were broken. (B)(4).

Event description:
It was reported the rf (radio frequency) head was bad. The rf head was returned. No patient complications have been reported as a result of this event.